Event description:
The customer reported that while pipetting an htlv plate on summit the technician observed that a bent tip was picked up and did not dispense fluid correctly into the target well. No error was generated. No death or serious injury was associated with this incident.